Event description:
Reportedly, on (B)(6) 2016, the patient went to the hospital because he felt unwell since around two weeks before. While the patient was in a sitting position, pacing failure was observed (ventricular output was set to 3.0 v, in bipolar configuration). Once the polarity of the ventricular output was changed to unipolar, pacing failure did not occur. Ventricular output was set to 5.0v at the end of the follow-up and the patient was admitted to the hospital for monitoring. No pacing failure had occurred (B)(6) 2016. The patient reportedly refused the re-intervention on (B)(6) 2016. An analysis is requested.

Event description:
Reportedly, on (B)(6) 2016, the patient went to the hospital because he felt unwell since around two weeks before. While the patient was in a sitting position, pacing failure was (ventricular output was set to 3.0 v, in bipolar configuration). Once the polarity of the ventricular output was changed to unipolar, pacing failure did not occur. Ventricular output was set to 5.0v at the end of the follow-up and the patient was admitted to the hospital for monitoring. No pacing failure had occurred between (B)(6) 2016. The patient reportedly refused the re-intervention on (B)(6) 2016. An analysis is requested.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, on (B)(6) 2016, the patient went to the hospital because he felt unwell since around two weeks before. While the patient was in a sitting position, pacing failure was observed (ventricular output was set to 3.0 v, in bipolar configuration). Once the polarity of the ventricular output was changed to unipolar, pacing failure did not occur. Ventricular output was set to 5.0v at the end of the follow-up and the patient was admitted to the hospital for monitoring. No pacing failure had occurred between (B)(6) 2016. The patient reportedly refused the re-intervention on (B)(6) 2016. An analysis is requested.

Manufacturer narrative:
Please refer to the attached analyis report.

Event description:
Reportedly, on (B)(6) 2016, the patient went to the hospital because he felt unwell since around two weeks before. While the patient was in a sitting position, pacing failure was observed(ventricular output was set to 3.0 v, in bipolar configuration). Once the polarity of the ventricular output was changed to unipolar, pacing failure did not occur. Ventricular output was set to 5.0v at the end of the follow-up and the patient was admitted to the hospital for monitoring. No pacing failure had occurred between (B)(6) and (B)(6) 2016. The patient reportedly refused the re-intervention on (B)(6) 2016. An analysis is requested.

Manufacturer narrative:
Following our recommendations, device was explanted and returned for analysis. Complaint reopened.

Event description:
Reportedly, on (B)(6) 2016, the patient went to the hospital because he felt unwell since around two weeks before. While the patient was in a sitting position, pacing failure was observed(ventricular output was set to 3.0 v, in bipolar configuration). Once the polarity of the ventricular output was changed to unipolar, pacing failure did not occur. Ventricular output was set to 5.0v at the end of the follow-up and the patient was admitted to the hospital for monitoring. No pacing failure had occurred between (B)(6) 2016. The patient reportedly refused the re-intervention on (B)(6) 2016. An analysis is requested.